Manufacturer narrative:
Date of event, implant date: dates estimated. The UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. Additionally, a review of the lot history record and similar incident review could not be performed as the part/lot information regarding the complaint device was not provided. Based on the information reviewed and due to the limited information available (article based on multiple patients with no specific procedural or patient information), a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: single leaflet device attachment/slda. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "percutaneous mitral repair for patients in cardiogenic shock requiring inotropes and temporary mechanical circulatory support.¿ no additional information was provided.